Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation. D1 - primary UDI number: unknown, e1 - title: unknown, e1 - postal code: unknown, e1 - phone number: (B)(6), e3 - occupation: unknown. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "cardiac tamponade". The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Approached the ventricular lead with the evolution® rl controlled-rotation dilator sheath set. When the physician attempted to remove the evolution® rl controlled-rotation dilator sheath set because the adhesions near the tip of the lead could not be peeled off, the blood pressure dropped and pericardial fluid accumulation was observed, resulting in tamponade. The adhesions attached to the lead became stuck inside the inner sheath of the evolution, locking it and making it impossible to remove the evolution from the body. It was suspected that the strong force applied to the tip of the lead caused damage to the apex of the heart when it was pulled in that state.